Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Esheath liner fully expanded. Distal tip torn radially. Tip torn material received separated, no apparent material missing. Hdpe material stretching at radial and axial score line location. Radial score line visible at the separated segment of the tip. Scratches observed along hdpe. Imagery was provided from the site and revealed the following: esheath liner is observed expanded and the distal tip torn after removal from patient. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed which determined that the issue is not associated with a lot-specific event. Therefore, a lot history review is not required. A review of the risk management documentation was performed, and no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed, based on evaluation of returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process manufacturing process variation during trimming step leading to hdpe damage. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (scratches and curvature observed along the sheath shaft can be indicative of the presence of calcified nodules and tortuosity within the access vessel, respectively.) May exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra resilia valve by left transfemoral approach. During the procedure, no unusual resistance was noted during insertion of the sheath into the patient or while advancing the delivery system through the esheath. The valve was successfully deployed, and the delivery system was removed through the esheath without issue. Upon removal of the esheath+ from the patient, damage to the distal tip was observed. Additionally, it was suspected that a piece of the introducer may have remained within the patient's artery. However, vascular access was carefully evaluated under fluoroscopy, and no abnormalities were detected. The patient was reported to be doing well. Based on the provided image, the distal tip of the sheath appeared torn. Per pre-decontamination observation, esheath tip was opened but torn. The material torn from tip received separately.

Manufacturer narrative:
The investigation is ongoing.